Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was failing diagnostics. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the biomedical engineer (bme) attempted multiple calibrations. The rse advised replacing the touchscreen and a replacement touchscreen part was ordered on 01jan2024. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 12jan2024, it was confirmed that the touchscreen was replaced, and that the replacement resolved the issue. The customer did not provide device diagnostic report or confirm if the replaced touchscreen would be returned for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.